Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2012-00138. Please see medwatch report # 2210968-2012-00138 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was used. Shortly after the surgery, the mesh showed a rupture of 8 cm. A second open revision surgery took place on (B)(6) 2011. Additional information was requested.